Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had missing segment/partial display. Customer's blood glucose at time of incident was unknown. Customer was assisted in performing self-test. Customer did not see missing segments during the self-test. The customer reviewed alarm history and not able to do so. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests or verify the partial display/missing segments due to the blank display. Also, received the pump with corrosion on the battery tube, motor and force sensor. No moisture damage was found on the keypad assembly. The pump passed the leak test. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.